Event description:
It was reported to philips that there was an electrical issue in the m-cabinet; mpdu not delivering power on an allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 2q right converter and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).